Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon leak occurred. Vascular access was obtained via the left brachial artery. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left common iliac artery (cia). After a 300cm non-bsc guidewire was advanced to cross the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced through the guidewire. However, contrast leakage was noted through the fluoroscopic screen. Subsequently, the balloon catheter was removed and the physician noted that the balloon part has longitudinal crack. The procedure was completed with another coyote es balloon catheter no patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es otw balloon catheter. The balloon was loosely folded with blood in the lumen. There were numerous kinks in the hypotube. Microscopic investigation found a pinhole in the balloon material, located over the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that balloon longitudinal rupture occurred.